Manufacturer narrative:
The device was evaluated and the reported issue could not be duplicated. A definitive root cause for the reported issue could not be established. Quest medical will continue to monitor complaints for trends.

Manufacturer narrative:
The device has not been returned for investigation. A follow-up report will be submitted after investigation is completed.

Event description:
The report received from the customer states that the device underwent the error where the cardioplegia was "not delivered". There were no patient complications resulting from the alleged issue.